Event description:
It was reported to gore that on (B)(6) 2004, a [t underwent a procedure for the treatment of vaginal vault prolapse, cystocele and urinary incontinence where a gore mesh device was allegedly used. The pt alleges to suffer infection, chronic pain including dyspareunia as an alleged result of device erosion, shrinkage, device extrusion and numerous surgical procedures to remove the mesh device. Additional, event specific information has not been provided.